Event description:
Event description guidant received information that this right ventricular pacing lead exhibited inappropriate pacing and sensing functions. Pacing impedance measurements were normal. A chest x-ray was inconclusive for lead fracture or dislodgment.